Event description:
Baxter affiliate reports one incident of a pt reaction with the psn 210 dialyzer. It was reported that five minutes into treatment, the pt experienced diaphoresis, dyspnea, hypotension, pruritus, and general malaise. It was reported that the pt was administered hydrocortisone 100 IV and diphenhydramine 1 ml. Treatment was completed without further incident on the same dialyzer. It was reported that for subsequent treatments, saline prime was increased to 1500cc of normal saline with no further symptoms reported.